Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: the identified leak in the blue hansen tubing is the likely contributor to the patient¿s hypotensive episode which required the administration of normal saline, hospital evaluation, and subsequent allegation of the machine pulling off too much fluid. A discrepancy exist between the ultra-filtrate (uf) fluid removal of 474 ml recorded on the treatment sheet and the patient¿s decreased weight of 3.7 kg post treatment. The treatment time was 57 minutes. However, the patient did not require any medical intervention during the ER evaluation post-event and was discharged to home that same day. Additionally, the patient did not require any supplementary hd treatments and continues with hd therapy as prescribed without further incidence. The biomedical technician cut out the section of the damaged tubing then re-attached the tubing to repair the machine. Following the repair, a fresenius regional equipment specialist was onsite to check the machine. The service confirmation received indicated that a complete system check of the machine was done and the machine passed all uf checks, self-tests, and functional testing.

Event description:
The biomedical technician (biomed) at a user facility reported that a patient had to be hospitalized following a hemodialysis (hd) treatment when the fresenius 2008t hd machine removed over 2kgs of extra fluid from the patient. The patient was stabilized through the administration of normal saline. Subsequently, the hd therapy was prematurely terminated, and the patient was evaluated at the hospital emergency department (ed), but not admitted. The patient¿s pre-treatment vital signs were noted as being stable. The treatment was scheduled for three (3) hours and thirty (30) minutes; however, approximately fifty-seven (57) minutes after initiation, the patient complained of ¿feeling bad¿ and became hypotensive (b/p unknown). The patient was administered a 500 milliliter (ml) bolus of normal saline (ns), oxygen (o2) was initiated at 10 liters (l) per minute via a non-rebreather mask, and then placed in the trendelenburg position. The patient remained conscious. At this time, per the physician's orders, the hd therapy was terminated, and the patient was directed to the emergency room (ER) to be evaluated for the hypotensive episode and low hemoglobin. The patient was rinsed back with 250 cc of normal saline. All blood within the extracorporeal circuit was returned. No blood loss was experienced. At the end of the hd treatment, the machine indicated that a total of 474 ml of fluid was removed. However, the patient showed a total weight change of -3.7 kilograms (kg) with a pre-treatment weight of (B)(6) kg and a post-treatment weight of (B)(6) kg. The patient was transported to the ER via ambulance (non-emergency transportation) with o2 support and was reported to be alert and oriented to person, place, and time. Upon arrival, the patient denied being short of breath or having chest pain; no other complaints were reported. The patient¿s labs, electrocardiogram, and chest x-ray were completed in the ER with no significant findings. The patient was discharged to home without the need for additional medical intervention. Since this event, the patient has continued to receive their regularly scheduled hd treatments, has not missed any appointments, and has had no other reported incidents. After the patient was removed from the 2008t hd machine, the user facility staff observed a puddle of fluid on the floor next to the unit. The machine was removed from service for further evaluation by the on-site biomedical technician. The biomed identified a leak coming from a crack in the blue hansen dialysate tubing. The biomed removed the damaged section of tubing, and then reattached the tubing to restore the connection and resolve the issue. Following the repair, a fresenius regional equipment specialist (res) was on-site to verify the system functionality. Functional testing performed by the res confirmed the unit was operating properly; all parameters were within specification. The biomed stated that the machine remains out of service pending final approval from the facility. No malfunction of any other fresenius products in use during the hd treatment was alleged, observed, or identified prior to, during, or following the event. No parts are available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. The 2008t hemodialysis (hd) machine was removed from service for further evaluation by the user facility on-site biomedical technician (biomed). The biomed identified a leak coming from a crack in the blue hansen dialysate tubing. The biomed removed the damaged section of tubing and then reattached the tubing to restore the connection and resolve the issue. Following this repair, a fresenius regional equipment specialist (res) was on-site to verify machine systems and functionality. The res performed functional testing on the machine and confirmed that the machine was operating properly; all parameters were within specification. The biomed stated that the machine remains out of service pending final approval of the facility administration. Although requested, no further information was made available regarding the status of the machine. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirm the failure mode. Although the fresenius res was not able to identify any machine issues, the repair to the cracked hansen dialysate tubing likely resolved the reported ultrafiltration issue. Therefore, as the repair was performed prior to the res on-site evaluation, a definitive conclusion regarding the complaint incident cannot be reached.